Event description:
It was reported that during a ptca procedure in a highly calcified lesion, the physician experienced difficulty crossing the lesion. The shaft of the catheter broke while exiting the guide catheter and was removed without incident. No patient injuries or complications occurred.